Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 180 mg/dl. Customer stated that her blood glucose got up to 500 mg/dl when she experienced her high. Customer expressed the following symptoms of high blood glucose: headache, eye problems, nausea. It was reported that the insulin pump alarmed no delivery. Nothing further reported.